Event description:
The customer called braun thermoscan's 1-800 line, reporting the unit was reading low on her daughter. The weekend preceding her call, the customer took her child to the ER as a preventative measure. A tech at the ER told the customer her unit was not working properly. This child has a history of seizures, with the first occurring in 03/1998. The ear thermometer was purchased after that seizure occurred. The child experienced another seizure in 05/1998. The ear thermometer was used in the child/adult mode, and a reading of 98.6 f was obtained. Because she thought her child was warmer than that, the customer gave her child a shower to cool her down. After the shower, a rectal reading of 102 f was obtained. Tylenol was given, however the child experienced a seizure a few minutes later. The returned unit was severely abused, being used improperly, and read low on receipt. Although it is not believed that use of the product caused or contributed to the seizure, a report is being submitted because it is possible that if this situation were to recur, it could cause or contribute to an adverse event. The returned unit had been severely abused. The housing and speculum were dirty and bore dents in the plastic. The unit was returned in the child/adult mode, however the infant/toddler mode should have been used to monitor a child this age. It was unclear whether a healthy baseline had been established. On receipt, there was no lens filter in place to protect the membrane. The membrane itself was punctured, and dented so badly that it was completely concave (the membrane should be flat and tight). The membrane was also soiled with what appeard to be ear wax and other debris, which indicates that it had been used without a lens filter in place. Further evidence of this is the fact that there was debris in between the speculum and the barrel. In the condition it was rec'd, the unit read about 3.5 degrees fahrenheit lower than the low end of the spec range. The damaged membrane was replaced. Although this brought the readings up over 3 degrees f, the unit still read approx 0.2 f lower than the low end of the spec range. Although at least one of the seizures the child experienced was associated with an elevated temperature, no diagnosis has been made to date. The child is scheduled to see a neurologist.